Manufacturer narrative:
Device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined that a vacuum sleeve failure was the cause of the shaft frosting.

Event description:
While pretesting 3 probes, complete shaft frosting was noticed. The probes were removed from the field and replaced. After the 3rd frosting, the doctor decided to use a cva2400ra. Complaint 2 of 3.